Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 scope communication error problem. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. An olympus field service engineer (fse) visited the site to evaluate the device. The customer reported to the fse that multiple scopes were tried, but the same error message was displayed. The fse inspected the light source and did not find any issues. Two scopes were found to have image issues. The fse advised the customer on how to clear the b30 error message and recommended returning the scopes for repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.